Event description:
I am reporting a problem, I experienced while using the resmed autoset airsense10 CPAP machine. This is the second unit from resmed that I have experienced this problem. The problem is that the device has a funky, irritating smell and for a breathing device, I find it irritating and I have developed a cough while using it. It happened with the first CPAP unit I received in (B)(6) 2019, and also with this replacement unit I received last week. I listed the start as of (B)(6) 2020 because that is when I first used the most recent CPAP machine. However, I started using CPAP for the first time in (B)(6) 2019, and this cough lasted for several months after initially starting in (B)(6) 2019. My respiratory therapist at the time told me that I just need to get use to CPAP, and that it can take several months. Since the first cough episode had reduced after several months I concurred with him, but since my cough has returned after receiving a new CPAP unit last week I strongly feel my cough is associated with the device (e.g., smell) and not just getting used to the CPAP treatment. The manufacturer claims it has to do with it being new, like a new car smell, and that it's probably fine. FDA safety report ID# (B)(4).